Event description:
It was reported that the customer had an issue with the centrimag motor a few seconds after the system check. There was an m4 error. The alarm did not resolve and another motor was installed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m4: motor alarm was confirmed. The returned centrimag motor (serial number (B)(6)) was tested at the service depot and by the ppe department. The motor was connected to multiple working test centrimag consoles, and each system alarmed with an m4 alarm upon being powered on. Upon adjusting the speed, the motor was unable to start and remained at 0 rpm. Manipulation of the motor¿s cable did not affect the alarms nor the non-functionality of the motor. The continuity of the motor¿s inner conductors was measured, and the motor¿s uy signal phase (signal for y-axis position) was observed to be open. The motor¿s lemo connector was opened, and the green wire which correlates to this signal phase line was observed to be detached from the solder within the lemo connector¿s interior. A low amount of solder ending in a tip was observed, indicating that the wire could have become loose from the assembly which would have caused the observed open line and the observed m2 and m4 alarms. The motor was scrapped. The root cause of the reported event was determined to have been an improper solder connection of the green signal wire within the lemo connector assembly. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support.". The 2nd generation centrimag system operating manual (rev. M) table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot system alarms, including m2 and m4 alarms. No further information was provided. The manufacturer is closing the file on this event.